Manufacturer narrative:
Based on the claim against the product by the customer noting that the conductor wire insulation of the maryland bipolar forceps was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The maryland bipolar forceps was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was a thermal damage but no missing material. The complaint regarding damaged conductor wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable event due to the following conclusion: the maryland bipolar forceps instrument had conductor wire insulation damage and exhibited signs indicative of thermal damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic ¿ chest anastomosis surgical procedure, the black conductor wire insulation of the maryland bipolar forceps (mbf) was damaged. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use with no issue. The internal wire was slightly exposed during the procedure. It was unknown if the maryland bipolar forceps collided with any other instrument or tool during the procedure. There was no loss of cautery associated with damaged cable. There was no sign of thermal damage. The procedure was completed with the same instrument.